Manufacturer narrative:
The customer was contacted multiple times to obtain repair information, however, those attempts were not successful. Therefore, it is unknown how the device was repaired or what parts were replaced to resolve the reported failure. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date submitted: 21sep2021.

Event description:
The customer reported that during use, the device went into a black screen and stated vent inoperative. No inop codes was reported. After looking through the significant event log with customer identified diagnostic error, "pressure regulation high." After the error, there is a shut down and then a power back on and post test passed. The respiratory technician removed unit from the patient and brought to biomed for evaluation. The device was in use; no patient or user harm reported. The remote service engineer (rse) advised the customer to check the pressure and flow test of the performance verification testing (pvt). The (rse) also recommended the customer to replace the data acquisition (da) board and if issues continue to follow up with the motor controller (mc) board. Further information is pending.